Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Device not returned.

Event description:
It was reported that the customer experienced ongoing, continuous elevated blood glucose (bg) levels. Customer went to the emergency room on (B)(6) 2022 with an elevated bg level of 700 mg/dl and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin to address the issue and was discharged 3 days later with the issue resolved. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.